Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the customer reported issue. The usm was tested on an in-house system and passed in normal mode. Fluid intrusion was found along cannula, affecting the clutch button.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient clearance button was not working properly. It was only possible to move the arm upwards with that button, affecting the universal surgical manipulator (usm) 4. The surgery was going to be performed under these circumstances. The procedure was completed as planned with no patient harm and no delays. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the system function was not checked after booting up the system. The system initially booted up without any errors. The issue occurred around 2 hours in the procedure and the surgeon was not able to resolve the issue. The procedure was completed with all 4 arms, and this did not cause any procedure delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the patient clearance button was not working properly, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and confirmed the reported issue and replaced the usm to resolve the issue. Based on the field evaluation, this reported event was confirmed. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to a defective patient clearance button. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.